Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the pump display screen went blank after tripping and falling on the pump. When the battery was changed, the pump made audible tones, but the display remained blank. Cracks in the battery compartment were reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/24/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2013 with the following findings: the pump was booted and observed to have audio and vibration alarms and a blank screen. The pump was removed from the case and the display screen was observed to be cracked. The display screen was removed and replaced with a new test screen and functioned normally. Further testing was prohibited due to the cracked display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.